Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 53 out of 53 returned display boards. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 24-jun-2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 06-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Lvp display board assemblies were provided for the investigation.

Event description:
It was reported that the customer is replacing 53 lvp display boards because of dim segments.